Event description:
It was reported that during a lap nissen procedure, the device did not work. There was no reported consequence.

Manufacturer narrative:
Evaluation summary: the analysis confirmed that the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: (avoid accidental contact with other instruments during use.) No incident related to the reported event was observed during the batch record review.